Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal and middle section of the left anterior descending artery. A 32 x 2.75mm primus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion even after several attempts and the stent was noted to be dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable. It was further reported that the stent failed to cross the moderately calcified target lesion which caused the stent to dislodge.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal and middle section of the left anterior descending artery. A 32 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion even after several attempts and the stent was noted to be dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable. It was further reported that the device was intentionally dislodged by the user.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal and middle section of the left anterior descending artery. A 32 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion even after several attempts and the stent was noted to be dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.